Event description:
It was reported that during a procedure to treat a 110ml prostate gland, the fiber distal end detached after 145,578 joules and 25:09 minutes of use. There was no patient injury information reported due to this event. It was stated that the fiber distal end had been loose since the beginning of the procedure. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing a second fiber.